Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of system error 322 was not reproduced during evaluation. A review of the event history log identified system error 322 alarms. The device was found to function as intended with respect to the reported symptom.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error(low)) alarm. There was no patient involvement. No additional information is available.